Event description:
A 6.5mm cancellous screw implanted during a re-vision of prior failed tibial osteotomy, broke post-operative. Screw was placed with arthrex plate and synthes screws and bone graft. Patient reportedly experienced pain and the screw was noted to be fractured. Patient was revised in unknown procedure.

Manufacturer narrative:
H3,h6: no investigation could be performed, no conclusion could be drawn as no device was returned.